Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned electrode was thoroughly inspected and analyzed. Visual examination noted the electrode had arcing damage to the shocking coils in the proximal region. This, as well as the observed arc marks on the returned device, suggests the electrode had dislodged and come into direct contact with the device in the pocket area. Twiddler's syndrome is suspected. Resistance testing verified the electrode was electrically continuous and the internal insulation was undamaged. Analysis concluded this electrode likely dislodged due to twiddler's syndrome, came into contact with the device, and when a shock was delivered, energy shunted from the electrode to the device resulting in the 1 ohm impedance measurement and damage to the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a charge time (CT) error code during a routine device follow-up on (B)(6), 2019. Technical services reviewed the available data and confirmed device replacement was required. Engineering found the device had delivered a shock into a shorted lead on (B)(6), 2019. This shock appeared to have permanently damaged the device and now it was unable to charge the high voltage capacitors. Further review of the data found the r-wave amplitudes had been trending downward since implant such that the smart pass feature disabled due to the small amplitudes. This suggested the electrode may have moved since implant. Mechanical noise was also observed in untreated episodes stored between (B)(6), 2018 and (B)(6), 2019. The shock episode on (B)(6) showed noise artifact with intermittent flat baseline leading to noise oversensing and the shock into a short condition with 1 ohm shock impedance measurement. The patient was hospitalized and the device and electrode were explanted and replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a charge time (CT) error code during a routine device follow-up on (B)(6) 2019. Technical services reviewed the available data and confirmed device replacement was required. Engineering found the device had delivered a shock into a shorted lead on (B)(6) 2019. This shock appeared to have permanently damaged the device and now it was unable to charge the high voltage capacitors. Further review of the data found the r-wave amplitudes had been trending downward since implant such that the smart pass feature disabled due to the small amplitudes. This suggested the electrode may have moved since implant. Mechanical noise was also observed in untreated episodes stored between (B)(6) 2018 and (B)(6) 2019. The shock episode on january 7 showed noise artifact with intermittent flat baseline leading to noise oversensing and the shock into a short condition with 1 ohm shock impedance measurement. The patient was hospitalized and the device and electrode were explanted and replaced the next day. No additional adverse patient effects were reported.